Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was unable to remove the battery cap to replace battery and was stuck. Customer tried everything, and the cap is getting worn out. The customer reported no adverse event. The event involved product(s) mmt- 1885. Troubleshooting was performed and the customer reported that the damage was affecting/impacting pump functionality. Customer reported on the battery cap is stuck, cannot be removed and possibly there is a damage to the battery tube threads. Customer reported the physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt- 1885 was requested, and customer response was the device will be returned.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: scratches on the belt clip rails and light scratches elsewhere on the case. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks or anything wrong with the battery tube or the battery threads. The pump was received without a battery cap. In summary, the customer¿s report of unable to remove battery cap and that the battery is stuck in the battery compartment both were not confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.